Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 3.50 mm x 15.00 mm was selected for treatment of the target lesion. The agent device was advanced into the patient; however, during inflation at 10 atm, the balloon ruptured. The procedure was successfully completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 3.50 mm x 15.00 mm was selected for treatment of the target lesion. The agent device was advanced into the patient; however, during inflation at 10 atm, the balloon ruptured. The procedure was successfully completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the agent dcb hazard analysis was completed and confirmed that the event of 'balloon material rupture' was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of 'cause not established.' This code was selected as the most probable complaint cause based on the information available. It was reported that a balloon rupture occurred. The agent device was advanced into the patient; however, during inflation at 10 atmospheres, the balloon ruptured. It is possible that interactions of the balloon with the lesion's anatomical features, as well as interactions with other ancillary devices used during the procedure, contributed to the event. However, based on the available complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.